Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was 342 mg/dl. She was trying to bolus for her high blood glucose when the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.